Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was having issues with blood glucose versus sensor glucose levels. Blood glucose level at the time of incident was 200mg/dl. Sensor glucose level was 74mg/dl. Difference is not within range. Sensor glucose value that causes insulin suspension was 90mg/dl. Threshold low suspend limit was 90mg/dl. Patient reported no symptoms or treatment. The sensor will return for analysis.